Event description:
Clinical study. It was reported that taxus during a coronary drug eluting stenting treatment procedure, a stent damage occurred. On the date of the index procedure, the proximal right coronary artery (prox rca) lesion had less than or equal to 30% residual stenosis. The physician treated the target lesion with successful placement of two taxus express2 8.8% drug eluting stents of size 3.00x20mm and 3.50x12mm. The left main coronary artery (lmca) lesion was a bifurcated and more than 20mm long portion which had less than or equal to 30% residual stenosis. The physician treated the lesion with succesful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent. The proximal left anterior descending artery (prox lad) lesion had less than or equal to 30% residual stenosis. The physician failed to deploy a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion, with flaring of the stent edge when trying to introduce it through another deployed 2.50x8mm stent. The stent was withdrawn and disposed. There were no reported complications. The pt was discharged the next day on beta blockers, calcium channel blockers, angiotensin ii receptor antagonists, nitrates, diuretics, statin, acetylsalicylic acid, and thienopyridine antiplatelet.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.